Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 31, 2023.

Manufacturer narrative:
This report is submitted on august 16, 2023.

Event description:
Per the clinic, open circuits were noted on 18 electrodes. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.